Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer biomedical engineer (biomed) reported their philips information center ix (pic ix) was not giving audible alarms when it needs to alarm. The device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer biomedical engineer (biomed) reported their philips information center ix (pic ix) was not giving audible alarms when it needs to alarm. The device was in use on a patient. There was no report of patient or user harm.